Event description:
Pt was admitted to hospital on (B)(6) 2006. Mother of pt notified ultra care that bag of dobutamine had more fluid in it than would be expected. We picked up the pump at the hospital. The pump states that 328 mls had been infused from the 400 ml bag. We measured the volume of the bag and there was still 311 mls left in the bag. Bag was hung at 9am on (B)(6) 2006. The infusion was set to run at 4ml/hr. The bag was hanging for 82 hrs.

Manufacturer narrative:
Add'l info from source report: (B)(4), lay user/pt. (B)(6) 2006. (B)(4). Device eval: the device is currently being evaluated; the MFR will file a f/u report detailing the results of the eval once it is completed. As per direction received from the FDA on (B)(6) 1999.